Event description:
This device was returned with oos reporting that this device eroded through the skin. The whole system was replaced with competitive products. Setrox s 45, MDR 1028232-2009-01089. Setrox s 53, MDR 1028232-2009-01092.